Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a piece of the jaw broke off in the leg. She was able to retrieve it, but it was not easy. The vein was not damaged and they did progress with the case. It delayed things about 15 minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a piece of the jaw broke off in the leg. She was able to retrieve it, but it was not easy. The vein was not damaged and they did progress with the case. It delayed things about 15 minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the cold jaw, and the heater wire. The hot jaw was observed to be broken off the jaw. It was not returned for evaluation. The heater wire was observed to be bent and twisted. No other visual defects were observed. Based on the return condition of the device, the reported failure "break" was confirmed, as well as the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a piece of the jaw broke off in the leg. She was able to retrieve it, but it was not easy. The vein was not damaged and they did progress with the case. It delayed things about 15 minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Removed: specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a piece of the jaw broke off in the leg. She was able to retrieve it, but it was not easy. The vein was not damaged and they did progress with the case. It delayed things about 15 minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects.